Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a severely angulated aortic neck, 65-70 degrees. It was reported that the stent graft was initially placed about 1 cm lower than intended, however, the physician was going to leave the stent graft where it was implanted. The final angiogram revealed that the stent graft had moved another 1 cm and there was a type I endoleak. The cause of additional movement is most likely related to the aortic neck angulation. The physician placed a talent 26 mm aneurx aortic cuff successfully and the type I endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Intervention required. Evaluation: results: severely angulated aortic neck, 65-70 degrees). Evaluation: conclusion: severely angulated aortic neck, 65-70 degrees.